Manufacturer narrative:
H.6. Investigation summary: one (1) sample was received from the customer for investigation. As the sample had been used by the customer with an unknown drug it was not able to be tested for leakage due to possible contamination. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA 55639 (corrective action preventive action) has been initiated to further investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. CAPA 55639: 60ml leakage past stopper is currently underway to reduce these complaints and because a dv was not completed when bd originally went from 50ml to 60ml. This CAPA involves going from 60ml to 50ml because it will increase the stability of the plunger rod. The spec deviation sd 2017-017 is currently allowing 60ml product to be sold, while also knowing that 60ml product has increased leakage past the stopper. The CAPA and validation/verification for this is expected to be completed by the end of this year. After which, a shelf life study will confirm that the product meets the leakage past stopper requirement over 5 years shelf life.

Event description:
It was reported that 1ml of remicade leaked past the bd luer-lok¿ tip syringe plunger stopper and into the barrel while the pharmacy tech was adjusting the withdrawn 6x10ml volume with positive pressure via a bd 18g 1-1/2" beveled needle. The medication was reportedly injected into the IV solution bag immediately afterward. The following information was provided by the initial reporter: "during sterile medication compounding, pharmacy technician had withdrawn 6x10ml of drug fluid into the 60ml bd syringe. While adjusting the volume, she noticed that the total volume was less than 60 ml. It was then that she noticed that there was approximately 1 ml of fluid that had leaked past the stopper into the barrel of the syringe." Remicade (infliximab) was being drawn up. Syringe was filled to 60ml. Positive pressure was used to draw up the drug, with a bd 18g 1-1/2" beveled needle. The syringe was only used to draw up the drug, which was then immediately injected into an IV solution bag.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1ml of remicade leaked past the bd luer-lok¿ tip syringe plunger stopper and into the barrel while the pharmacy tech was adjusting the withdrawn 6x10ml volume with positive pressure via a bd 18g 1-1/2" beveled needle. The medication was reportedly injected into the IV solution bag immediately afterward. The following information was provided by the initial reporter: "during sterile medication compounding, pharmacy technician had withdrawn 6x10ml of drug fluid into the 60ml bd syringe. While adjusting the volume, she noticed that the total volume was less than 60 ml. It was then that she noticed that there was approximately 1 ml of fluid that had leaked past the stopper into the barrel of the syringe." Remicade (infliximab) was being drawn up. Syringe was filled to 60ml. Positive pressure was used to draw up the drug, with a bd 18g 1-1/2" beveled needle. The syringe was only used to draw up the drug, which was then immediately injected into an IV solution bag.